Manufacturer narrative:
Upon completion of the investigation it was noted that the device was tested for programming and passed. Therefore the complaint reported by the customer could not be confirmed. However, when tested for pressure, an occlusion was found at the inlet of the ruby ball. When popped free and tested again the flow was normal. The device passed the flow test as well. Upon further investigation, biological debris was seen throughout the device. A review of the device history confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaint. At the present time this complaint is closed.

Event description:
Affiliate reported that the device would not re-program the pressure and as a result the device was revised.